Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was not responding to intrathecal drug infusion. A dye study was negative for problems with the catheter. The patient's physician performed a lumbar puncture injection of baclofen, thought that the pump was not working, and replaced the pump. The patient was hospitalized for the surgical revision intervention. The patient's post-operative statuses were reported to be alive, with injury, in pain, with an altered mental status, and increased spasticity. No additional information was available at the time of this submission. The drugs used within the pump were baclofen (compounded), dilaudid, and bupivacaine.